Event description:
The customer stated there had been 8 quality control failures for hiv 1/2 (rdna) eia on the commander ppc over a 10 day time period. Positive control 1 and positive control 2 had been out of range low and the negative control had been aberrant. Technicians observed no color in the positive controls when opd was added. Upon repeat, quality control results would be in range. There was no report of incorrect pt results or impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The company was informed that the pt underwent surgery for pe tube placement in 2009. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) an investigation was completed and identified that the bead component of the assay is linked to the controls out of range issue. In order to mitigate this issue, additional modes of control in the manufacturing process are being evaluated.